Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a new insulin pump and when she hits the b button she does not get the bolus wizard. Customer stated that she already set up the bolus wizard and the rest of her settings. Customer's blood glucose was 413 mg/dl. Customer was assisted with programming. Customer was able to successfully set up the bolus wizard and give herself a bolus during the call.